Manufacturer narrative:
(B)(4). The device has not been returned for investigtion. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter is getting stuck over the needle. Three patients out of four had dura mater breach.

Event description:
It was reported that the catheter is getting stuck over the needle. Three patients out of four had dura mater breach.

Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. A design history review was performed for part # m-05001-001a and kz-005400-002 as a part of this complaint investigation. There have been no material changes for these parts during the last two years that could have led to this complaint. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and needle with no relevant findings. The potential cause of catheter not threading could not be determined based upon the information provided and without a sample.